Event description:
It was reported that during an unknown procedure, the blade tip broke off. The piece did not fall into the patient. Case was completed with a like device. No patient consequence reported.